Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The initial reported event was addressed with phone support. The technical support engineer (tse) advised power cycling the system. The customer did not want to power cycle mid procedure but called back to confirm the power cycle did resolve the issue. However, the issue returned and the site called back. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue with the guided tool change (gtc) and completed a quad calibration and bubble calibration on the robot as well as securing the set up joint 4 vertical mounting screws. The fse instructed the customer on proper gtc practices and helped demonstrate the wrist position changes the trajectory for insertion. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation.the probable root cause is due to the calibration on the robot. This can be resolved by contacting isi and having the fse service the system.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci assisted surgical procedure, the guided tool change feature was not working as intended, most noticeably on one arm. The caller stated they had to reinsert the instrument very deliberately because the on-screen guided entry image did not match where the instrument was actually ending up, and they requested that the system be inspected. No additional technical support troubleshooting steps were documented beyond capturing the description of the misalignment during guided tool change. The procedure was completing as planned with no reported injury.